Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary the product was returned to, depuy synthes mitek for evaluation. Depuy synthes mitek then conducted visual inspection of the device received. The complaint device was received and evaluated. Upon visual inspection, it could be observed that the button does not show structural anomalies. The suture was found to be frayed and partially impregnated of foreign matter, presumably biological. The overall complaint was confirmed as the observed condition of the cortical fxation fxd loop 15mm would contribute to the complained device issue. Based on the investigation findings, the root cause is traced to procedure variables such handling of the device or product interaction during procedure; the suture scraped against the tunnel internal walls and consequently caused its damage. As per instructions for use (IFU) the steps for a proper insertion are provided. Therefore it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: UDI: (B)(4). Investigation summary : a photo was returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned photo. Upon visual inspection of the photo provided it was observed that the suture is noticeably frayed. The button does not appear to have structural anomalies. The overall complaint was confirmed as the observed condition of the cortical fxation fxd loop 15mm would contribute to the complained device issue. Based on the investigation findings, the possible root cause can be attributed to procedure variables such handling of the device or product interaction during procedure; the suture may have scraped against the tunnel internal walls and consequently caused its damage. As per instructions for use (IFU) the steps for a proper insertion are provided. Therefore it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that the patient underwent acromioclavicular joint dislocation. In (B)(6)2024, it was found the cortical fxation fxd loop 15mm suture broke. It was reported that a secondary procedure was performed to change to another device. The patient was recovering now. No additional information was provided.